Manufacturer narrative:
Additional information regarding the expected date of the procedure has been requested. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing on the rv lead resulting in inappropriate ventricular tachycardia (vt) episodes. It was reported that the device is at eri and the lead plans to be replaced at the upcoming device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received from the local field representative indicated that the rv lead was successfully explanted during the device replacement procedure. No additional adverse patient effects were reported.